Manufacturer narrative:
Investigation is ongoing. Conclusions will be available after investigation completion.

Event description:
During a test at cleaning center, after the pump was plugged-in, a plug caught fire. The technician quickly cut the power, stopping the flames. No injury was sustained.

Manufacturer narrative:
During a test at the arjo cleaning center, after the pump was plugged in, a plug allegedly caught fire. The technician quickly cut the power, stopping the flames. No injury was sustained. Photographic evidence provided by the sale and service unit showed a melted plug. Several plugs have been returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective, the product was involved in the event. The product was not used for treatment the moment when the event occurred. The complaint was assessed as reportable due to melted power cord. No injury was claimed.

Manufacturer narrative:
The testing to address the root cause of the complaint is currently on going. The analysis of the supplier production processes is also in progress. A final conclusion will be reached upon the completion of the manufacturer¿s analysis.

Manufacturer narrative:
The investigation is ongoing. The device was returned for the further manufacturer evaluation. The next report will be sent when the results of the manufacturer testing will be available.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.